Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that several people had stated that the sensor wire was broken. There was no indication that the wire was still in the skin in these cases. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.